Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving a 34 mm evolut pro+ valve, the valve was checked via 360-degree rotation and appeared to be properly loaded prior to implant. However, during deployment, the valve appeared constrained on aortography (implant depth of 1-2 mm at the non-coronary cusp and 2-3 mm at the left coronary cusp). A post-dilation was then performed with a non-medtronic 25 mm numed balloon. During the post-dilation, prominent infolding of the valve was noted along the non-coronary cusp and eventually the valve dislodged with severe infolding observed. Subsequently, a second 34 mm evolut pro+ valve was implanted valve-in-valve in the first valve (implant depth of 2-3 mm at the non-coronary cusp and 3-4 mm at the left coronary cusp). Hemodynamic measurements showed a low diastolic blood pressure of 40 mmhg and elevated left ventricular end-diastolic pressure (lvedp), along with moderate aortic regurgitation. A non-medtronic 26 mm numed balloon was used for further post-dilation, which improved the diastolic blood pressure to 60 mmhg and lvedp. A repeat aortogram revealed mild paravalvular leak, while transesophageal echocardiography confirmed good location and function of the valve with minimal paravalvular aortic insufficiency noted.

Manufacturer narrative:
Additional information: section d4 - expiration date, serial #, and UDI # section h4 - device manufacturing date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. A procedural delay resulted from the valve infold. Per the physician, the patient's annular calcification contributed to the valve infold. After the second valve was implanted, repeat hemodynamics showed simultaneous left ventricle and aortic pressure recordings revealing systolic gradient across the aortic valve.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images and a media file were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. There is evidence that the valve was deployed with an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case the infolded valve was released, and consequently a post implant dilatation was performed without complete resolution of the infold. Subsequently, a second valve was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.